Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve was found to be discolored showing evidence of blood contact. Remnants of green and white multifilament sutures remained attached to the sewing ring on the inflow. All leaflets were in the closed position and found to be slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. Small tears in the tunica of the non-coronary cusp appeared to have occurred during implant with a sharp object such as forceps or needle. All commissures appeared intact. Pressure drop and effective orifice area (eoa) were well within historical range. Based on testing using the pulse duplicator, total leakage volume (total negative <(>&<)> closing volume) was slightly lower than the historical data. High speed video demonstrated a normally functioning valve with leaflets opening fully under forward flow and closing fully with backward flow. There was no evidence of leakage upon closure. Comments/observations were consistent across all flow rate/cardiac outputs (~2 to 7 l/min). Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the investigation and analysis findings, no evidence of anomalies were found on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If the device is returned or additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately post implant of this bioprosthetic mitral valve, this valve was replaced because the leaflets were not properly opening and closing. No adverse patient effects were reported.